Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2024, it was reported by the he receives an alarm. In troubleshooting blockage was found in tube. No further information was available.